Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for routine follow-up, an alert for possible hv circuit damage was observed. However, upon device interrogation no anomalies were detected. It was noted that the alert coincided with the hospitalization of the patient for unrelated issue. The alert was found to be false and was cleared when a device download was successfully performed. Patient will be monitored.